Manufacturer narrative:
No failure could be identified as a result of the lot code investigation, completed on april 3, 2023. An investigation is in progress for returned product received on may 2, 2023.

Event description:
Couldn't fish the tampon out myself - vagina [foreign body in reproductive tract]. String on tampax broke...pull out in two pieces [device breakage]. When I went to pull the tampon out, the string just pulled right away from the tampon [complication of device removal]. The string was thinner than usual [device physical property issue]. Case narrative: consumer reported via email that the tampon broke. No serious injury was reported. Lot numbers: 2143243021 63 23:26, 1330243062w 13:46.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Couldn't fish the tampon out myself - vagina [foreign body in reproductive tract]. String on tampax broke...pull out in two pieces [device breakage]. When I went to pull the tampon out, the string just pulled right away from the tampon [complication of device removal]. The string was thinner than usual [device physical property issue]. Case narrative: consumer reported via email that the tampon broke. No serious injury was reported.

Event description:
Couldn't fish the tampon out myself - vagina [foreign body in reproductive tract] string on tampax broke...pull out in two pieces [device breakage] when I went to pull the tampon out, the string just pulled right away from the tampon [complication of device removal] the string was thinner than usual [device physical property issue] cause was traced to manufacturing [manufacturing issue] case narrative: consumer reported via email that the tampon broke. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Couldn't fish the tampon out myself - vagina [foreign body in reproductive tract]. String on tampax broke...pull out in two pieces [device breakage]. When I went to pull the tampon out, the string just pulled right away from the tampon [complication of device removal]. The string was thinner than usual [device physical property issue]. Case narrative: consumer reported via email that the tampon broke. No serious injury was reported.